Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software was turned on, however, did not function as intended. There was no reported adverse impact to the customer's blood glucose. Reportedly, a pump reset was performed to resolve the issue.